Event description:
The reporter called regarding auto suture structural balloon trocar. The reporter mentioned the device is recalled on 04/04/2024, the users of the device are requested to follow manufacturer's guidelines and to report it as medwatch voluntary report to FDA.